Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 12jan2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced pressure pain in the driveline area as well as reddening of the skin in the area of the exit point with minimal clear secretion. Wound smear on (B)(6) 2018 showed staphylococcus aureus. Clindamycin 300 milligrams was started on (B)(6) 2018 until (B)(6) 2018.